Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that bradicardic patient presented to emergency room. Upon review, patient's right ventricular(rv) lead exhibited loss of capture. Upon interrogation, the rv lead exhibited decreased r-wave amplitude and intermittent pacing. A chest x-ray confirmed rv lead dislodgement. The rv lead was repositioned on (B)(6) 2019. The patient was stable.